Event description:
It was reported that during the implant attempt, the helix would not extend after the lead was repositioned. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor distorted; full lead was returned and analyzed. Blood/body fluid was found in/on distal conductor (electrode end), several conductors (not obstructed), and the helix/lobe mechanism. The lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor has been over-retracted and fractured in the connector.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor distorted; full lead was returned and analyzed. Blood/body fluid was found in/on distal conductor (electrode end) and the helix/lobe mechanism. The lead was received with the helix fully retracted and the distal conductor distorted and fractured(overstress) within the connector. The distal conductor has been over-retracted and fractured in the connector.